Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during laparoscopic hysterectomy, the needle dislodged from the instrument, and broke in half inside the patient. The surgeon using c-arm and was unable to retrieve the broken needle (able to visualize, but unable to grab to remove). The tissue was damage when trying to grasp the broken needle. This resulted to extended surgical time of more than 30 minutes. The surgeon complete the case and left the broken needle in the body cavity.